Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shows the initializing screen without manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver showing initializing screen without manual restart could not be determined. A root cause cannot be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver log was downloaded, there is no data within the investigation window. The reported event of receiver showing initializing screen without manual restart could not be determined. The root cause could not be determined.